Event description:
A patient reported blood glucose results of 205, 81, 79, 74 mg/dl and 59 mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exeeds the expected value of <= 20% and/or <= 20 md/dl, thereby indicating a potential malfunction of the meter in terms of precision.